Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test and no error or motor alarm noted. The device had scratched screen, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 189mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a self test and the test failed. Reviewed the alarm history and found an error alarm. No further information was provided.